Event description:
The hcp reported that the device was explanted and replaced after an implant duration of 83 months. No patient symptoms were reported. The device was part of a recall.

Manufacturer narrative:
Final device analysis reveals cap lifted, but still attached/functional. Catheter access port lifted as received. Flow testing successful with cap left as it was when received.